Event description:
It was reported that the patient with this pacemaker system experienced syncope. Furthermore, the pacemaker was found to be in safety mode and exhibiting loss of capture at high thresholds in this right ventricular (rv) lead. Technical services (ts) recommended to replaced the devices. Subsequently, the pacemaker was explanted and this rv lead surgically abandoned and replaced. No additional adverse patient effects were reported.